Manufacturer narrative:
The pump was returned to animas for investigation. Evaluation confirmed that the pump reset to the default time during a battery change. During investigation, the failure was confirmed; the pump was unable to hold the date/time and had reset itself to the default time due to a leaking bt1 (internal battery).

Event description:
The patient's mom indicated that the battery was replaced in the pump and the date/time setting was corrected. At an unspecified time after the date/time setting was set, the pump's time setting was changed without user intervention. There was no reported adverse event with this complaint. The pump was replaced.